Manufacturer narrative:
(B)(4). Investigation summary: four samples were received for evaluation. They came in a separate plastic bag. Visual inspection was performed using a 10x magnifier lens. One sample has the damaged barrel right below the barrel flange, and another sample has embedded black specks. The third sample has an air bubble in the barrel wall. The fourth sample has a rolled stopper. Also, seven photos show similar defects observed in the samples received. The potential root cause of black specks embedded in the barrel wall and the air bubble can occur at the start-up of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. The air bubble could be created at the start-up of an injection mold/press. The damaged part and the rolled stopper can be induced by a jam in the assembly process where the plunger rod-rubber stopper is assembled to the barrel. Inspections at the molding and assembly processes have special attention to these defects. During the accountability meeting, the production coordinator addressed the complaints. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9303761 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of 20 ml bd luer-lok¿ syringes were unable to contain blood/medication and defective/damaged stoppers. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 301031 batch no: 9303761. Event description: the purpose of this email is to let you know the syringes defects for this past month, (B)(6) 2020. Date: (B)(6) 2020. Part number: 301031. Lot number: 9303761. Black dots: 140 pieces. Damaged/broken: 1053 pieces. Total: 1193 pieces.